Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading was 675 mg/dl. The customer stated that she did not receive any insulin from the insulin pump. Troubleshooting was performed. The time and date were correct. The bolus history and basal reviewed for one day matched the daily totals. The fixed prime and high pressure test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.